Event description:
Following an intravascular procedure, an angio-seal device was placed in a pt's right groin. Prior to deployment an arteriogram revealed the presence of disease distal to the right femoral artery; however the physician proceeded and chose to use a non-approved "buddy-wire" technique. There were no apparent problems; however, hemostasis was not achieved and manual pressure was held (duration unknown); the physician felt that the deployment was subcutaneous. As the guidewire was still in place, and hemostasis could not be achieved, the physician then reinserted a procedure sheath over the guidewire and it was left in place. Approx four hrs post-manual pressure the pulses were noted to be lost. During the next 24 hrs vascular surgery was performed with removal of the collagen and the anchor. The artery was noted to be calcified with visible plaque. At some time the same day, the pt developed ventricular tachycardia, was intubated and subsequently expired.